Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker did observe a battery not latched in well. A battery not properly latched into the battery well can cause an inappropriate loss of power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off three times by itself. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use associated with the reported event.